Event description:
It was reported that a sudden increase in the right atrial (ra) pacing impedance measurements were observed (2044 ohms). It was originally suspected that a lead safety switch occurred, but this was not able to be confirmed via data review. Upon interrogation, it was observed that atrial tachycardia response (atr) episodes had been declared due to over-sensed atrial myopotential noise. Additionally, increased ra capture threshold measurements were also noted. The patient also reported feeling palpitations. This information was forwarded to boston scientific technical services and it was determined that there were two episodes of pacemaker mediated tachycardia (pmt) which could explain the patient symptoms. A thorough in-clinic evaluation via provocative maneuvers, postural changes, and potential diagnostic imaging were recommended to assess the ra lead integrity. It was stated that the patient would be seen in-clinic the following week, but this has been delayed, as the patient is currently on vacation. At this time, the system remains implanted and in-service. No adverse patient effects were reported.